Event description:
The event occurred during the coil introduction. It was noted that the physician encountered severe resistance when he was advancing cashmere ((B)(4), complaint product) in a transit ((B)(4), complaint product). When he tried to push it forward, the dpu kinked. Therefore the cashmere was safely removed from the patient and was replaced for a new one. It is unknown where exactly he met resistance but it occurred around the middle of the transit. Also it is unknown if the transit was also replaced or not. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. Additional information received from the affiliate indicated that the coil got stuck in the middle of the microcatheter. The target site was splenic artery aneurysm, the vessel was not calcified and tortuous. An adequate continuous flush was maintained through the microcatheter. The procedure was completed with no coil stretching or unintended detachment observed. There was no additional intervention performed and no information with regards to the medication prescribed. Final analysis found the coil's proximal section was stretched and severely damaged.

Manufacturer narrative:
The return packaging was folded over both the microcatheter and the microcoil system. This may have produced post-procedural damage unrelated to the field complaint. However, this packaging damage did not affect the root cause conclusion. There were multiple kinks on the device positioning unit (dpu) both outside and inside the microcatheter. The distal section of the microcatheter was found to have been compressed by mechanical means such as a clamping tool. The coil was dissected and severed during the process out of the microcatheter. The distal section of the coil was found protruding out of the microcatheter's compressed section. The coil's proximal section was stretched and severely damaged. There are two contributing factors to the coil's severe resistance and becoming stuck inside the microcatheter. The primary contributing factor may have been by distal interference by the compressed section of the microcatheter where the distal section of the coil was removed from. This may have caused the coil to have become stuck causing the delivery wire to kink and the coil to stretch from being anchored at the distal section. How and where the microcatheter became damaged cannot be determined. The secondary contributing factor to the coils severe resistance and becoming stuck inside the microcatheter may have been the selection of a non-compatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The rapid transit microcatheter has an inner lumen of 0.021'. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
During a coil embolization of a splenic artery aneurysm without calcification or tortuosity severe resistance was encountered when advancing a cashmere 14 platinum microcoil 11 mm x 27 cm (src141127-20/f38345) in a rapid transit microcatheter (601-251x/15545208). When he tried to push it forward, the dpu kinked. Therefore the cashmere was safely removed from the patient and was replaced for a new one. Analysis of the returned coil found the proximal section of the coil was stretched and severely damaged. It is unknown where exactly where the resistance during advancement was met, but it occurred around the middle of the transit. Is unknown if the transit was also replaced or not. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The complaint products are going to be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated with this rapid transit microcatheter lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A review of the manufacturing documentation associated with this cashmere microcoil system lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The return packaging was folded over both the microcatheter and the microcoil system. This may have produced post-procedural damage unrelated to the field complaint. However, this packaging damage did not affect the root cause conclusion. There were multiple kinks on the device positioning unit (dpu) both outside and inside the microcatheter. The distal section of the microcatheter was found to have been compressed by mechanical means such as a clamping tool. The coil was dissected and severed during the process of removing out of the microcatheter. The distal section of the coil was found protruding out of the microcatheter¿s compressed section. The coil¿s proximal section was stretched and severely damaged. There are two contributing factors to the coil¿s severe resistance and becoming stuck inside the microcatheter. The primary contributing factor may have been by distal interference by the compressed section of the microcatheter where the distal section of the coil was removed from. This may have caused the coil to have become stuck causing the delivery wire to kink and the coil to stretch from being anchored at the distal section. How and where the microcatheter became damaged cannot be determined. The secondary contributing factor to the coils severe resistance and becoming stuck inside the microcatheter may have been the selection of a non-compatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The rapid transit microcatheter has an inner lumen of 0.021''. The reported inability to advance the cashmere microcoil system through the rapid transit microcatheter was confirmed. With functional testing it was due to compressed areas of the microcatheter which then resulted in the coil damage noted on the returned device. The timing and cause of the microcatheter damages cannot be conclusively determined; however, procedurally, prior to introduction of the coil, the rapid transit would have been positioned at the target site over a guidewire. This would indicate the damage occurred either during procedural use or due to post procedural handling. Additionally the ID of the rapid transit is not within the ID of microcatheters compatible with the cashmere14 microcoil system as outlined in the instructions for use. Based on the reported information and with review of the returned devices, it appears that procedural factors contributed to the reported event and damages found on the returned devices. Therefore, no corrective actions will be taken.